Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. During internal failure analysis investigation, the patient side manipulator arm was installed and configured onto the system and powered up in maintenance mode. The slow sweep test was performed and the and axis 2 passed. The reported slow sweep failure on axis 2 could not be replicated. The axis 2 brake was replaced as a precaution. This complaint is being reported due to the patient side manipulator (psm) arm failing the slow sweep test during preventive maintenance. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a preventive maintenance of a da vinci si system, intuitive surgical, inc. Representative or the technical field specialist (tfs) replaced the patient side manipulator (psm) arm due to the arm failing the slow sweep test on axis-2. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.